Event description:
It was reported that an electrical smell was noted and the system moved on it's own in an up and down motion. No injury reported. A field engineer was dispatched to the site and it was determined that the foot switch needed to be replaced. Once this was completed the system was working as intended.